Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance, consistent with previous pacing impedance values, and increased pacing threshold were noted on the right atrial (ra) lead. No intervention has been performed, and the ra lead is currently being monitored. The patient was stable following this event with no adverse consequences.